Event description:
Customer reported device failed to discharge, pt expired. No other pt info available from customer. Unit returned to mfg facility for eval and repair. Mfg engineering rep duplicated reported condition, device repaired and proper operation confirmed.